Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was offline. A technical support specialist (tss) verified that the cabinet was offline in both lmi and remote support service (rss) and was not synchronizing. The tss contacted the facility and performed basic troubleshooting, including restarting the cabinet; however, the issue persisted. Facility staff advised that their internet connection had recently gone down, and the tss recommended that the customer need to contact their information technology (it) team for further assistance. Subsequently, the tss confirmed that the cabinet was back online in lmi and rss and was synchronizing successfully in myqlink. Attempts were made to contact the facility to confirm whether further assistance was needed, and it was confirmed that the machine was back online and synchronizing properly, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet at the facility was offline. There were no adverse events or injuries reported based on this event.